Event description:
It was reported by the patient that one of their leads would have to be repositioned. Follow up indicated that the patient's right ventricular (rv) lead exhibited elevated thresholds during a clinic visit in (B)(6). Currently, no intervention has been completed on the lead. The patient is scheduled to see their implanting physician for possible repositioning some time in the future. The lead is still in use. No patient complications have been reported as a result of this event.